Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was "out of control with their diabetes." Blood glucose levels not provided. The customer declined to provide additional information regarding the issue